Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for likely cause lot 93343li00. Tracking and trending report review for the architect syphilis tp assay determined that there are no related adverse or non-statistical trends. The returned patient sample was tested with reagent lot 92303li00, as the complaint lot 93343li00 was not available for testing and generated a non-reactive result of 0.13 s/co. The sample was also tested with mikrogen recomline treponema igm and igg methods. The sample generated negative results on both igm and igg assays. A retained reagent kit of lot number 93343li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false non-reactive results were obtained. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect syphilis tp assay was identified. Catalogue number and gtin fields were updated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 08d06-31 and 08d06-41. Patient information: no specific patient information was provided.

Event description:
The customer reported a (B)(6) architect syphilis tp result. The sample was (B)(6) on tppa. A new sample generated similar results on both assays. No impact to patient management was reported.